Manufacturer narrative:
B5; additional information received: it was reported that it could not be confirmed which stent graft contained the type iiib endoleak, and not all stent grafts were explanted during the open repair. A set of lumbar arteries could have also contributed to the filling of the aneurysm sac. It was confirmed that the patient expired, but the date and cause of death were not provided. B2 date of death; year valid. Day and month unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that the cause of death was due multi-organ failure. A set of patent lumbar contributed to the type ii endoleak and a definitely hole in the limb contributed to the type iiib endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: etlw1620c124e, serial/lot #: (B)(6), ubd: 14-jan-2023, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(6), ubd: 14-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a ruptured 70mm aaa. It was reported approximately 3 years post the index procedure the patient was transferred to hospital with a suspected ib endoleak. The plan was to treat the patient the following day with a relining and new limb extension. The patient then presented with a rupture and dropping blood pressure. Patient presented with rupture with dropping blood pressure during procedure prep. The rupture was not confirmed on angiogram though the patient presentation/response was that of a typical rupture the physicians opted for a laparotomy to identify and confirm the rupture. The source of the rupture was confirmed by the physicians as a iiib endoleak in one of the stent graft limbs as well as a type ii endoleak. The procedure was converted to open repair. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient will be monitored. The patient condition was noted as stable but critical.

Manufacturer narrative:
B5; additional information received: it was confirmed the patient passed away four days after presented with the rupture aneurysm. None of the stent grafts were explanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.